Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that on occasion, the physician has observed diminishing r waves regarding a particular model of high voltage right ventricular [rv] lead. No patient complications have been reported as a result of this observation.